Manufacturer narrative:
Lot number - 18e012, 19a027, and 19c032. Six single-use devices were received for evaluation. For two devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. For one device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For two (2) devices, visual inspection revealed that the devices had leaked. Further inspection revealed that the cause of the leak inside the housing for both devices was due to missing film-wrap. When the film-wrap is missing, during fill the fluid will go inside the housing and the bladder will not inflate. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak/backflow was observed at the fillport. Further inspection revealed that the cause of the leak/backflow was due to a particle lodged under the device¿s checkband. Fourier transform infrared spectroscopy (ftir) testing revealed that the particle was made of acrylic. The device¿s stressmember is made of acrylic. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that six (6) large volume infusors leaked prior to patient use. Two devices leaked from the blue winged luer cap, one device leaked from the fillport, two devices leaked into the housing, and one device leaked from an unspecified location. There was no patient involvement. No additional information is available.